Manufacturer narrative:
Examination of the returned device confirms the reported event of adjustment knob damage. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
The attune sizer's red plastic tip cracked while the doctor was tightening it down. It did not cause a delay in the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. Previous similar investigations on the provided product code found the material of the locking knob has been changed from radel to avapsire, the lot number of the reported device confirms it is made from radel. No further actions are identified. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.